Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) over 570 mg/dl associated with an alleged inaccurate delivery. It was reported that the patient was not feeling well but no specific details were obtained. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting indicated all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting indicated the following diabetes management factors contributed to the alleged bg excursion: a change in nutrition without adjustment to insulin regimen and a change in stress level. Review of the potential causes for the bg issue revealed that the patient was overriding the dosage recommended by the bolus calculator feature which is consider use error. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.